Manufacturer narrative:
Manufacturer evaluation of the service record for the instrument showed that a leica biosystems representative was not dispatched to assess the operation and function of the instrument in association with this complaint. Investigation of this complaint found that the instrument functioned as designed during execution of both the "bxs daily test2" protocol comprising one (1) cassette, which started in retort a at 20:16pm on (B)(6) 2023 and failed at 01:49am on (B)(6) 2023 and the "routine bigs" protocol comprising 153 cassettes, which started in retort b at 16:26pm on (B)(6) 2023 and failed at 01:49am on (B)(6) 2023. Both of the affected tissue processing runs detailed above failed in association with event code "111" indicating that in each instance the retort manifold was not hot, with the following information displayed to the user: "retort manifold not hot; if running a protocol contact service. For manual operations enable the wax heater for 5 mins then retry, retort a and if running a protocol to contact service. The information available shows that the condensate bottle moved out of contact with the corresponding sensor intermittently between 23:05pm on (B)(6) 2023 and 01:47am on (B)(6) 2023; and the affected tissue processing runs were paused during this period per the prescribed instrument software workflow. At 01:47am on 05 january connection between the condensate bottle and the corresponding was consistently re-established, following which the clearing steps of both the affected tissue processing runs were executed at a reduced duration in an attempt to meet the scheduled completion time. The reduced duration of the remaining processing steps completed resulted in insufficient time for adequate heating of the retort manifold and failure of the affected tissue processing runs at 01:49am on (B)(6) 2023. The information provided indicates that processing of the patient tissue samples from the failed protocols was completed by "...manually processing through several changes of wax to complete. No adverse impact on either the quality of processing of patient tissue samples or to any patient(s) has been reported to the manufacturer in association with the circumstances involved in this complaint. The root cause of the circumstances reported by the complainant was that the connection between the condensate bottle and the corresponding sensor was intermittently interrupted and the re-established between 23:05pm on (B)(6) 2023 and 01:47am on (B)(6) 2023. The root cause of the condensate bottle moving out of contact with the corresponding sensor could not be unequivocally determined from the information available. Although no sub-optimal processing of patient tissue samples or any adverse impact to a patient(s) was reported by the complainant, the circumstances involved in this event have previously resulted in serious injury.

Event description:
On (B)(6) 2023, the complainant contacted leica biosystems and the following information was recorded: "err 13 and err 111 - the condensate bottle was pushed back on the instrument, it was recognized specimens were moved to wax manually, will finish manually." On 07 january 2023, the assigned leica senior applications specialist-pathology (fas) contacted the customer and documented the following: "I asked at the time of call if he felt that there would be any impact and what steps he was taking to pick up from protocol step? He was confident that there wouldn't be any impact and outcome would be satisfactory. He stated that he simply took specimens from retort and was manually processing through several changes of wax to complete." On 07 january 2023, the complainant advised the local leica senior applications specialist pathology that: "there was no impact and that tissue processed well." No adverse impact on either the quality of processing of patient tissue samples or to any patient(s) has been reported to the manufacturer in association with the circumstances involved in this complaint.